Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, serial/lot #: 2.1.0: h3, h6: the system was serviced in the field by a medtronic representative. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system was inaccurate of up to 2 mm, medial on trajectory 1, and inferior on trajectory 2. The manufacturer representative (rep) pointed out that there was some condensation under the drape which was why the inaccuracy presented itself. The inaccuracy did not exceed 2 mm. The normal workflow at the account was to use a non-medtronic imaging system at the end of the procedure to verify screw placement, but the surgeon decided to bring in the non-medtronic imaging system sooner to verify each placement as he was implanting the screws. The surgeon stated that he felt like he was compensating for the presented inaccuracy in navigation. The rep was certain that the reference frame had not moved at all. Since the surgeon did state that he was unhappy about the navigational accuracy, despite it being in specifications, a system checkout will be completed to communicate to the customer that we did verify that the system was still functioning. There was no presented issue with the system, but communication with surgeon was highly reco mmended to inform him that the system was performing within specification. This issue caused less than 1 hour surgical delay. There was no reported impact on patient outcome.

Manufacturer narrative:
H2: update - please see section d3. H2: please see section d4 for completed UDI. H2: please see section d9 for when the archives were available for analysis. H2-h6: a software analysis was initiated. The archives were reviewed. Analysts found 1 imaging system scan, which had 192 slices with spacing and thickness of 0.83. There were no saved plans. Instruments used were stealtair spine frame, passive planar, ball 1.5. There was insufficient information to determine root cause of reported behavior. Codes b01, c19, d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.